Event description:
In december 2005 the lay user/reporter contacted lifescan alleging that spouses one touch ultra meter was reading inaccurately high. The medical affairs specialist spoke to the reporter in december 2005 and january 2006 to obtain/verify informantion. Approximately 3 weeks ago, the reporter noted in the morning around 1:30am that her spouse was unresponsive and unconscious. He woke up in the middle of the night before going into a coma complaining that he felt like he had "low blood sugar." She gave him a glass of orange juice which she believes he did not drink since the glass was still full when she woke up and found him in a coma. Her spouse had eaten dinner the night before and taken his regularly scheduled evening dose of 6 units "n-insulin" at 6:00pm. He also took 4 units of sliding - scale "r-insulin" at 6:00pm due to a blood glucose reading of "523 mg/dl." The patient did not retest. The patient normally takes 18 units "n-insulin" in the morning and 6 units "n-insulin" in the evening. The reporter did not treat him in any way after finding her spouse unconscious but called the paramedics right away. When the paramedics arrived, they tested his blood sugar on an unspecified blood glucose device and got a value of "278 mg/dl." The reporter stated that her spouse was then given an IV of an unknown type and dose, and was taken to the hospital via ambulance. By the time the patient reached the ER, he was alert and responsive. It is unknown what the patients blood glucose level was during his transport to the hospital and what it was in the ER. He was discharged from the ER a few hours later. It is unknown whether any changes were made to his insulin/medication regimen as a result of this event or visiting the hospital. The reporter believed that her spouses one touch ultra meter was "reading inaccurately high," therefore causing him to "take more insulin than needed." The reporter stated that her spouse was taken to the hospital "because he was in an insulin coma." The customer care advocate (cca) verified that the patient has been using blood samples from his fingers. Has been cleaning the puncture sites correctly, and is properly applying his samples to the test strips. The cca was unable to run a quality control test with the patient/reporter over the phone since his control solution was expired. The meter and control solution were replaced. The paramedics reported 278 mg/dl does not correlate with the patient being in an "insulin coma." However, this complaint is being reported as the patient obtained a high glucose reading without any symptoms. He then took sliding-scale insulin based on the reading and possibly became hypoglycemic ("insulin coma), requiring medical treatment.